Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: evidence of battery alarms, voltage drops and "por" events observed in black box on (B)(4)2015. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching, the battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment has damaged threads. Battery compartment cracks observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. The current draws are within specifications. A leak test shows leak at battery compartment. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.